Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of eye irritation, nose irritation, reduced cardiopulmonary reserve and other. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of eye irritation, nose irritation, reduced cardiopulmonary reserve and other. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings wasn't observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: problem code grid, device evaluated by mfg., evaluation method code, evaluation results code and conclusion code grid has been updated. Box d: device avail for eval? (Rfb) & date returned (rfb)updated. Reporting institution name and report source - other has been updated. Remedial action init and recall (z) number has been updated.